Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite plugging the pump into a wall outlet and computer usb port. The customer's blood glucose (bg) was 64 mg/dl. During troubleshooting with tandem customer technical support (cts), the customer was instructed to leave the pump plugged into a power source for at least 30 minutes. Customer acknowledged and indicated that cts would be contacted if the issue was not resolved after leaving the pump plugged into the power source. The customer did not contact cts regarding the reported issue.